Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-03023 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen needle electrode were used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2011. According to the complainant, the ablation treatment was administered on a 2cm tumor. However, the physician expressed concern that no air bubbles, which the user views as an indicator that the ablation is being performed, were visible under ultrasonography. The procedure was completed with a different device. Reportedly, no visible issues were identified with the leveen needle electrode. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-03023 addresses the other device.it was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen needle electrode were used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2011.according to the complainant, the ablation treatment was administered on a 2cm tumor. However, the physician expressed concern that no air bubbles, which the user views as an indicator that the ablation is being performed, were visible under ultrasonography. The procedure was completed with a different device. Reportedly, no visible issues were identified with the leveen needle electrode.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination found that the device returned with residue at the tip. No device damage was noted. Functionally, the array was able to be extended and retracted without issue. When extended, the array was undamaged, but residue was present on the tines. Continuity of current was confirmed with the electrode and the array which is indicative of proper connectivity. The condition of the returned incident device showed no evidence of any defect which could have contributed to the event. However, the leveen needle electrode directions for use (dfu) document notes that "occasionally, tissue immediately adjacent to multiple, large blood vessels may not show a significant rise in impedance, and also may show little, if any, change in tissue with appropriate image monitoring due to the overwhelming heat-sink effect of localized blood flow." Therefore, the event likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).